Event description:
Additional information received. Session report was provided. The generator was seen at intensified follow up indicator, all other settings were within normal limits. No other relevant information has been received to date.

Event description:
Additional information received. Generator data was received and reviewed. The data showed that the generator depleted as expected and no anomalies were seen. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's battery was replaced due to battery depletion. The patient's device was replaced less than a year after it was implanted. The patient's explanted device has not been sent to the manufacturer to date. No other relevant information has been received to date.

Event description:
System settings were later provided. Based on the provided setting the time from beginning of life (bol) to intensified follow up indicator (ifi was calculated to be 0.85 years which shows that the device is depleting as expected. Session report form 02/13/2026, 5 months after explant showed that the battery is now at 25-50%. No other relevant information has been received to date.